Event description:
During the t2 humeral nail surgery, when the surgeon assembled the target device with the nail, the nail holding screw was tight, and it did not pass through the inside of the target device. When the surgeon inserted the nail holding screw forcibly, it was not possible to remove. Therefore, the surgeon changed procedure to the plate fixation. The surgeon requested the investigation of the devices.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the event was confirmed. A manufacturing fault was not verified. Nail holding screws had seized in the tube of the adapter of the target device. Referring to required functional check prior to use it was assumed that the event occurred due to intra-operative process. However, a real cause could not be determined. The event was not caused by a deficiency of the devices.